Event description:
It was reported that during this implant procedure, placement difficulty was encountered while positioning this electrode. A perforation occurred which resulted in bleeding. The patient was taken to the operating room and the perforation was successfully repaired. No additional adverse patient effects were reported. It was reported that the perforation was caused by the tunneling tool was utilized at the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during this implant procedure, placement difficulty was encountered while positioning this electrode. A perforation occurred which resulted in bleeding. The patient was taken to the operating room and the perforation was successfully repaired. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during this implant procedure, placement difficulty was encountered while positioning this electrode. A perforation occurred which resulted in bleeding. The patient was taken to the operating room and the perforation was successfully repaired. No additional adverse patient effects were reported. It was reported that the perforation was caused by the tunneling tool was utilized at the implant procedure. No additional adverse patient effects were reported.